Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen fractured, rendering the screen unusable and preventing device unlock, after which the user reverted to multiple daily injections; the device component implicated was the touchscreen and the problem was a fracture. Symptoms included hyperglycemia with a reported glucose up to 400 mg/dl, dizziness, and headache, and the device generated a high-glucose alert. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen on the device. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.